Event description:
The reporter states the customer obtained back to back results of 540 and 190 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.